Manufacturer narrative:
Device was not returned for evaluation. No remedial action taken at this time. Reported bleeding or oozing is a known risk in general CABG procedures involving interrupted clips or sutures. It is unclear that this event is related to c-port clip formation or device performance. This event was reported form one source and is being reported in good faith.

Event description:
Pt underwent coronary artery bypass grafting (CABG) procedure. Pt was re-operated on 1 hour post-op to treat tamponade and increased bleeding. Bleeding was at the proximal end of an anastomosis created with the c-port anastomosis device. Surgeon stated it is possible that there was incomplete clip formation at the anastomosis, but he saw no evidence of the occurrence. Pt was discharged in 2006. Date was originally reported one day earlier. Manufacturer's report number was inadvertently not included.